Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead exhibited noise revision episodes during hand movement. Noise oversensing led to inappropriate mode switches. No intervention was performed and the physician would continue to monitor the lead. The patient was stable.